Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (20 mg/ml at 6.593 mg/day) and ¿some mixer¿ that the patient was not sure about via an implanted pump. The indication for pump use was complex regional pain syndrome type I and non-malignant pain. On (B)(6) 2019 the patient was calling for physician listings for replacing his pump. Per the patient, he believed his pump replacement was due to normal battery depletion. He stated that the last time he saw his hcp (healthcare professional) on (B)(6) 2019 the pump only "dispensed 40% of what it should have, it¿s getting pretty weak". The patient didn¿t think it was an issue or a complaint and if it turned into one, he would consult with his hcp¿s office in a month for a refill. He stated, ¿maybe the last one was a fluke and maybe he didn't understand the hcp right¿. He stated that he would double check when he saw the hcp next. He stated the hcp said either ¿40% left is in the reservoir or only pump is 40% but it was percentage measurement of the fluid¿. No patient symptoms were reported. No further complications have been reported as a result of this event.